Event description:
It was reported that this right ventricular (rv) lead showed an increasing capture threshold over time. As a result, the decision was made to explant and replace this lead. No additional adverse patient effects. The lead is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break near the terminal pin. A laboratory technician tested the helix mechanism and found it was nonfunctional, replicating the clinical observation. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted.

Event description:
It was reported that this right ventricular (rv) lead showed an increasing capture threshold over time. As a result, the decision was made to explant and replace this lead. No additional adverse patient effects. The lead is expected to be returned for analysis. The lead was returned for analysis.